Event description:
Additional information was received stating that the device will not be returned.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The root cause is unknown as the actual product was not returned. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.h3: other; device not returned to manufacturer.

Manufacturer narrative:
UDI information, g5 unknown. No information to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the when the peep dial turned the needle returns to 0, beside peep other functions are normal. There was known patient involvement and unknown patient harm/adverse event reported.